Event description:
It was reported that the patient experienced bacterial peritonitis coincident with both automated peritoneal dialysis (pd) and continuous ambulatory pd therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On the same day as the onset, the patient was treated with two unknown antibiotics (intraperitoneally, dosage, and frequency not reported) (the duration was 7 days for one antibiotic and the other antibiotic is ongoing) for peritonitis. Seven days later, the treatment with one of the antibiotics was discontinued but the treatment with other antibiotic was ongoing. On an unknown date, the patient recovered from the peritonitis. The pd therapy was ongoing. No additional information was available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).